Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent reintervention for a distal type I endoleak of the right leg. The right internal iliac artery was embolized and an iliac extender endoprosthesis was implanted to the right external iliac artery. The patient tolerated the procedure. The physician's opinion of the root cause of the distal type I endoleak was not obtained.